Manufacturer narrative:
(B)(6). Method: the subject 950a61j bi-level / CPAP single limb circuit kit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, description of events provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility stated that the 950a61j bi-level / CPAP single limb circuit kit had disconnected from the bipap mask while transporting a patient. No further patient consequences were reported. Conclusion: without the return of the subject device for evaluation, we are unable to determine the exact cause of the reported fault. The user instructions which accompany the 950a61j bi-level / CPAP single limb circuit kit may also caution the user: - do not crush, stretch or milk the tubing. - check all connections are tight before use. - perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare field representative that the 950a61j bi-level / CPAP single limb circuit kit disconnected from the bipap mask while transporting a patient. There were no reported patient consequences.

Event description:
A healthcare facility in missouri reported via a fisher & paykel (f&p) healthcare field representative that the 950a61j adult bi-level / CPAP heated circuit kit (with filter), disconnected from the bipap mask while transporting a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.